Event description:
Terumo medical corporation received the following information: it was reported that post left heart catheterization procedure tr band was placed and inflated with air. Lead tech said there seemed to be balloon shift on inflation and proximal formation of hematoma occurred after tr band was placed. An air leak was observed after inflation. The procedure was completed by manual pressure. The patient was stable and there was no blood loss. The issue was noted in the cath lab, post deployment and in the recovery unit. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use in a box at room temperature. The device did come into contact with the patient and was used for hemostasis. The issues encountered during device use were slow air leak and band movement on the wrist. The balloons were able to be inflated by the healthcare professional. The other device that was used in the access site was a glidesheath slender.

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. H4: device manufacture date: unknown due to unknown lot number. The production lot# was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.